Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the event may also be related to the patient's history of non-compliance with his antibiotic therapy. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was seen at his outpatient clinic on (B)(6) 2012. The patient's driveline (dl) exit site was noted to have an approximately 2 x 2 cm area of what appeared to be a fistula midway between the vad and the dl exit site; directly over the dl. The area was further noted to not be erythematous. The patient was reported to be completely asymptomatic and afebrile. At the time of the event, the patient was on empiric oral levaquin. A culture of the dl exit site taken that day proved to be positive for rare staphylococcus aureus. The site reported that despite several months of aggressive local wound care, they were unable to promote any healing in this area. The patient was admitted to hospital and he underwent a surgical incision and debridement (I&d) on (B)(6) 2013. On (B)(6) 2013, the patient's dl exit site culture was noted to be positive for staphylococcus epidermis. By (B)(6) 2013, the patient's dl exit site culture was no longer positive for staphylococcus epidermis; but was noted to now be positive for staphylococcus aureus. The patient was taken back to surgery on (B)(6) 2013 for another I&d of the dl exit site and another one two days later. The patient remained afebrile and was discharged on antibiotics. However, the patient reported that he had not been taking his oral antibiotics because they make him "sick". The patient's dl exit site cultures continued to be positive. On (B)(6) 2014, the patient was started on oral doxycycline. The event was reported to have been resolved with sequelae on (B)(6) 2014. The primary investigator reported that the event was possibly related to the study device. No further information has been provided.